Manufacturer narrative:
(B)(4).

Event description:
The consumer reported a loss of effect, noting that they had urinary retention. The consumer reportedly tried so hard to pee that they "ended up doing the other." The symptoms began a couple weeks prior when the programmer was stolen. Cause, actions, and outcome remain unknown. Follow up was conducted to obtain additional information. The patient was indicated for urinary dysfunction and gastrointestinal/pelvic floor.